Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm mitral mechanical valve, it was explanted and replaced with another medtronic device. The reason for the replacement was reported to be due to incomplete valve opening. It was stated that the mechanical valve did not malfunction. No additional adverse patient effects were reported.